Manufacturer narrative:
Additional information: according to the therapeutic apheresis: a physician's handbook, it notes that within a single-center us study, 36% of procedures involved some sort of complication. The number of complications and rate of complications were significantly greater inpatients receiving plasma as the replacement fluid rather than albumin. The study also notes that most complications were minor and well tolerated.

Manufacturer narrative:
Investigation: the customer stated that during the procedure, the replacement fluid was switched from albumin to fresh frozen plasma (ffp). The reaction occurred within 19 minutes of switching to the ffp. The run data file (rdf) was analyzed for this event. Based on the rdf analysis, there were no issues with the spectra optia and the system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient had an allergic reaction to the fresh frozen plasma (ffp) being used during a therapeutic plasma exchange (tpe) procedure. Approximately 2/3 into the procedure, patient developed itching, hives, and chest tightness. Per nephrologist's orders, 50mg benadryl, 60mg decadron was given to the patient via IV andracemic epi inhalent was administered orally. No medical code was called. The patient was transferred to the renal unit for observation overnight. The patient was discharged from the renal unit in stable condition. The customer declined to provide patient identifier. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
A terumo bct service technician visually inspected the device at the customer site. An auto test and saline run was successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the information provided by the customer, the machine inspection, and the run data file conclusion, the patient¿s feeling of a tight chest was caused by an allergic reaction to the fresh frozen plasma. The spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, as noted in the spectra optia essentials guide, it is imperative that the operator monitor the patient and the system throughout the procedure. The blood bank and the physician suspect the patient¿s allergic reaction was due to the fresh frozen plasma (ffp)being administered at the time.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.